Manufacturer narrative:
The reported complaint that the coolant was leaking from the exit tubing of the coldwell tank was confirmed during the visual and functional inspection of the thermogard console (sn tgxp11108). The root cause was the cracked brass tubing connecting the coldwell tank to the coolant sensor block, likely due to the device's aging and thermal cycling of the tubing. The device's life expectancy is 5 years. The thermogard console was manufactured in august 2013 and is 11 years old. Visual inspection of the thermogard console verified that the coldwell exit brass tubing was cracked. Preliminary functional testing could not be performed due to the cracked tubing that connects the coldwell to the coolant sensor block. The coldwell assembly was replaced to address the problem. Following service, the thermogard console passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number tgxp11108.

Event description:
During preventative maintenance performed by the distributor, it was noticed that the coolant was leaking from the exit tubing of the coldwell tank of the thermogard console (sn tgxp11108). No patient involvement.